Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.